Event description:
Complainant alleged that during biomed dept's routine testing and preventative maintenance of the device, the device would not charge the battery. The customer replaced the power converter board. After the board replacement, the unit's display was blank and the screen flashed when the unit was powered off.